Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented during an in-office wound check. Patient was asymptomatic. The physician suspected infection. The entire system consisting of pacemaker, right ventricular lead and atrial lead was removed. Patient was stable post procedure.